Event description:
Clinical trial. Same case as MFR # 6000093-2007-01436, -01439. It was reported that post index procedure, the patient died. The index procedure treated one de novo bifurcated lesion. The bifurcation consisted of the circumflex (cx) and the 3rd obtuse marginal (om3). The lesion was 2.5 mm wide, 20 mm long, and 75% stenosed. The physician predilated the lesion prior to placing 3 overlapping taxus express2 stents: two 2.5 x 16 mm stents as well as a 2.5 x 24 mm stent. Post dilatation stenosis was 0%. The patient received a gpiib/iiia inhibitor, aspirin, and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 470, the patient expired. Cause of death was atherosclerotic cardiovascular disease with underlying causes of copd and lung mass (not specified). No autopsy was performed. In the opinion of the investigator, there was no target vessel involvement and there is an unknown relationship between the death and the stents. The site was not aware of the death until 2007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.